Event description:
It was reported in a 2022 journal article studying wear and corrosion of modular shoulders that patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral bearing cat# ni lot# ni, unknown glenosphere cat# ni lot# ni, unknown baseplate cat# ni lot# ni, unknown humeral stem cat# ni lot # ni. Brusalis, christopher m., thacher, ryan r., baral, elexis, wright, timothy m., fulotta, lawrence v., dines, david m., warren, russell f., fu, michael c., taylor, samuel a. (2022) tribocorrosion is common but mild in modular humeral components in shoulder arthroplasty: an implant retrieval analysis. Jses international. (1-5) https://doi.org/10.1016/j.jseint.2022.01.009. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01255, 0001825034-2022-01256, 0001825034-2022-01257, and 0001825034-2022-01258.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.